Event description:
The surgeon reported that the cutter did not actuate from the beginning of the usage during a cataract vitrectomy procedure. The surgery was completed after replacing the cutter with another one. There was no patient harm reported. Additional information was requested, however, no updates have been received.

Manufacturer narrative:
The sample is available but has not yet been received by the manufacturing facility for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).